Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that after implantation of a right stryker hip (implant date unknown), patient suffered a femoral fracture. Fracture was addressed by the implantation of a plate and screws (manufacturer unknown). No in situ implants were removed. No stryker rep was present. Reporting rep confirmed that no further information will be released by the hospital or surgeon.